Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a saccular 5.6 cm in diameter and 10.8 cm in length thoracic aortic aneurysm in zone 2. The proximal non-aneurysmal neck was 30 mm in diameter. The distal non-aneurysmal neck was 33 mm in diameter. There was mild calcification proximally and distally. There was mild thrombus proximally and distally. It was reported that at the patient's 30 day follow up, a CT showed that the aneurysm measured 5.6 cm in diameter. There was no migration, endoleak or rupture. No treatment was given to the patient. The investigator stated that the event is related to the device and the procedure. At the patient's 1 year follow up, the aneurysm size has not changed. One year post index procedure the patient complained of symptoms of insignificant visual impairment at the time of visit. It was confirmed stroke in territory of the posterior cerebral artery by check. Before and after operation, visual impairment was not confirmed, so it might have occurred before tevar. The patient also didn't realize exact the time when this symptoms has started. Because of this, it is possible to have been developed this symptoms before tevar. In this case, no treatment action was taken for, because the mild severity is acceptable for daily life. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (cva/stroke). (History of cva/stroke).